Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead did not attach well to the heart tissue. It was noted that the physician felt the lead was not stable. The lead was not used. No patient complications have been reported as a result of this event.